Manufacturer narrative:
(B)(4). Approximate age of the device is 4 days. The event occurred at (B)(6) hospital. Device evaluation: evaluation of (B)(4) confirmed deposition within the pump, which could have resulted in the reported pump stoppages and low speed advisory events recorded in the submitted system controller log files. Examination of the sealed inflow conduit and the sealed outflow graft revealed soft depositions of clotted blood. The distal end of the inlet elbow which interfaces with the pump inlet revealed denser, grainy deposition of denatured blood. The pump¿s blood flow path was occluded with grainy depositions of denatured blood. The deposition surrounding the rotor was hard and contact marks were observed on the outlet portion of the rotor and the outlet bearing cup, indicating that the deposition was present while the pump was supporting the patient. The observed deposition appeared to be the result of a low flow condition; however, a specific cause for the low flow could not be determined. The deposition could have caused increased resistance on the spinning rotor, potentially resulting in the pump power elevations noted in the log file. The increased resistance could have also potentially caused the low speed advisory events and the cessation of the motor. After cleaning the pump, examination of the bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The returned portions of the driveline were unremarkable. Visual examination and high potential testing of the underlying wires within the driveline found no area of compromised wire insulation. The pump was reassembled and tested at 8000 rpm, 10000 rpm, and 12000 rpm. Testing revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump was run at additional speeds of 6000 rpm, 7000 rpm, and 9200 rpm and operated without issue. The pump maintained each set speed and ramped up to an increased set speed without issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppage and low speed advisory alarms. Post operatively, the pump pulsatility index was abnormally low, around 1.9. Power elevations and speed fluctuations were also noted. Estimated pump flow values were noted to be high which was inconsistent with the patient's condition. A bedside ramp study performed immediately post-operation demonstrated that the left ventricle was responsive to pump speed changes. The patient's hemodynamics did not improve over the next three days despite lvad support. No abnormal labs were noted and the patient's lactate dehydrogenase level remained in the 200 u/l range. Review of the submitted log file by the manufacturer's technical services representative revealed pump stoppage and low speed events. X-rays were reviewed and appeared unremarkable. The patient was maintained on a normal post-operative anticoagulation regimen. The pump was exchanged on (B)(6) 2016 and the patient's hemodynamics improved after the exchange. During the exchange procedure, direct imaging of the outflow graft revealed possible regurgitation. Upon explant, considerable thrombosis was observed throughout the entire pump.